Manufacturer narrative:
(B)(4). Results and conclusion summation-balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior use to use. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt during the procedure. Based on the information received and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had moderate calcification, with a 90% stenosis. The powersail was delivered and inflated; however, it ruptured at the first inflation at 12 atm. It was changed to an nc mercury and it inflated without problem. There were no patient effects. No additional information is available.